Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 784897-inv,794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedural not performed". The patient's medical history included menstruation abnormal, cesarean section, uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: norplant and mirena. Concurrent conditions included abdominoplasty. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/ condition- type : anemia"), alopecia ("hair loss"), sciatica ("neurological condition or problems: sciatica / sciatic nerve pain"), back pain ("pain back"), adenomyosis ("other injury or complication -please describe : adenomyosis"), endometriosis ("other injury or complication -please describe : endometriosis"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain/ pain"), pain in extremity ("lower leg pain") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain/ weight loss(specify which one) gain") and uterine leiomyoma ("other injury or complication -please describe :fibroids"). The patient was treated with ibuprofen, iron, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the anaemia, alopecia, back pain, adenomyosis, uterine leiomyoma, endometriosis, dyspareunia, vaginal discharge, urinary tract disorder, female sexual dysfunction, abdominal pain, pain in extremity and bladder disorder outcome was unknown and the sciatica, weight increased and fatigue had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anaemia, back pain, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, pain in extremity, pelvic pain, sciatica, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2011 the essure hysteroscopic implant was then introduced into the left fallopian tube and left in place with 2 coils noted to be extruding from the os. The same thing was applied to the right fallopian tube with also 2 coils noted to be extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes : disordered proliferative. Phase endometrium; no evidence of endometrial hyperplasia or malignancy adenomyosis. Leiomyomas: intramural, and submucosal. No evidence of cervical dysplasia or malignancy. Fallopian tubes with no significant pathologic changes.. Ultrasound scan - on (B)(6) 2015: impression: 1. Findings consistent with adenomyosis of the uterus, no discrete fibroid is visualized. 2. Otherwise unremarkable MRI of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 784897,794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedural not performed". The patient's medical history included menstruation abnormal, cesarean section, uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: norplant and mirena. Concurrent conditions included abdominoplasty. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/ condition- type : anemia"), alopecia ("hair loss"), sciatica ("neurological condition or problems: sciatica / sciatic nerve pain"), back pain ("pain back"), adenomyosis ("other injury or complication -please describe: adenomyosis"), endometriosis ("other injury or complication -please describe: endometriosis"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain/ pain"), pain in extremity ("lower leg pain") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain/ weight loss(specify which one) gain") and uterine leiomyoma ("other injury or complication -please describe :fibroids"). The patient was treated with ibuprofen, iron, oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the anaemia, alopecia, back pain, adenomyosis, uterine leiomyoma, endometriosis, dyspareunia, vaginal discharge, urinary tract disorder, female sexual dysfunction, abdominal pain, pain in extremity and bladder disorder outcome was unknown and the sciatica, weight increased and fatigue had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anaemia, back pain, bladder disorder, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia, pain in extremity, pelvic pain, sciatica, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 the essure hysteroscopic implant was then introduced into the left fallopian tube and left in place with 2 coils noted to be extruding from the os. The same thing was applied to the right fallopian tube with also 2 coils noted to be extruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes: disordered proliferative phase endometrium; no evidence of endometrial hyperplasia or malignancy adenomyosis. Leiomyomas: intramural, and submucosal. No evidence of cervical dysplasia or malignancy. Fallopian tubes with no significant pathologic changes. Ultrasound scan - on (B)(6) 2015: impression: findings consistent with adenomyosis of the uterus, no discrete fibroid is visualized. Otherwise unremarkable MRI of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet and medical records received, new reporters added, lot number added, event injury replaced with new event: lower leg pain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, neurological conditions or problems type: sciatica, dyspareunia (painful sexual intercourse), vaginal discharge, pelvic pain female, fatigue, weight gain / loss specify which one: weight gain, hair loss, other injury(ies) or complication (s) please describe: adenomyosis, fibroids, endometriosis, back pain, abdominal pain, device monitoring procedure not performed, medical history added, lab details updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.